Event description:
Same case as MDR ID: 2134265-2015-04181. It was reported that a rotawire fracture occurred. The target lesion was located in the severely calcified left anterior descending artery (lad). A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. When the burr was removed, it was noted that the rotawire was fractured. The fractured portion was left in the lad. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).